Event description:
It was reported by the chief of perfusion that after the outflow graft had been properly pre-clotted, during the implant of the left ventricular assist device (lvad), the outflow graft immediately started to bleed when it was attached to the patient and the blood seeped through the outflow graft. The patient had a possible protamine reaction shortly afterwards, which was unrelated to outflow graft issue, however, it required additional bypass time. The graft kept leaking a considerable amount of blood after the bypass. The surgeon gave the patient three doses of factor vii, multiple blood products, and used coseel and flowseel on the outflow graft, and eventually the bleeding slowed down. The patient was transferred to ICU and expired two days later. Additional information received from the hospital's transplant coordinator in 2009, stated that they feel the patient's death was due to anoxia.

Manufacturer narrative:
The device is not returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.